Event description:
Boston scientific (bsc) crm received information that in (B)(6) 2009, this pacemaker reported greater than five years longevity remaining. Today, it is stating only one year longevity remaining. Atrial threshold measurements have been chronically elevated.

Manufacturer narrative:
The caller provided the programmed parameters to a bsc crm technical service consultant. A review of the device data was performed by a bsc crm engineer who stated that the device is operating in the second highest current bin for an unknown reason. The engineer recommended follow up in three month's time for this patient. No other adverse events have been reported. This issue will be re-evaluated if additional details are received. Approximately two years later, the device was explanted and replaced for normal battery depletion. There has been no additional allegations against this device and it was not returned for testing.